Event description:
On (B)(4) 2013, wife reported the patient has experienced hyperglycemia in the morning for the past 2 months. His blood glucose has elevated as high as 312 mg/dl and his target is near 140 mg/dl. He has not experienced any symptoms and has bolused via the infusion device as treatment. He recently had a chest cold, and she reported he'd speak with his doctor about adjusting the basal rates. No product issues were noted during troubleshooting. Follow-up was completed with his wife on (B)(6) 2013. She reported his blood glucose was 100 mg/dl when he woke that day, but he did bolus insulin the previous night. Follow-up was completed again on (B)(6) 2013, and his blood glucose was 342 mg/dl that morning. The hourly basal rates were reviewed, and there were several that were incorrect. These were corrected, and wife confirmed the daily totals were accurate. Follow-up was completed on (B)(6) 2013. Patient reported the basal rate adjustment helped slightly, but his blood glucose is still elevated. He and his doctor believe the infusion device is under-delivering insulin. The infusion device, cartridge, and adapter were replaced and requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnostic test and meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection.